Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the unit was turning on and off by itself. The switch was found to be broken. The motor, eccentric shaft, switch, switch mount, plug harness assembly, strain relief, endcap, spring seal, width plates and bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device turns on/off by itself. Timing is unknown, though there was no harm or delay. No adverse events were reported as a result of this malfunction.